Manufacturer narrative:
It was reported that the ventilator generated communication error and expiratory channel failure technical error codes. After initial service where the monitoring printed circuit board (pcb) and the control cable were replaced and returned for investigation, the reported errors reappeared. This is dealt with in the complaint registered a week later (manufacturer ref.#: 347052) where the breathing control pcb, expiratory channel pcb, one pressure transducer and the control panel were replaced and returned. Reported problems were confirmed in device logs. The communication error was resolved by replacing the control pcb and the problem was later confirmed by the return department. The monitoring pcb and control cable returned in this complaint were tested in the reference ventilator without any fault being detected. Four pre-use checks passed and simulated use test ventilation ran for three days without any deficiency noted. The conclusion in this matter is that a hardware problem with the control pcb returned and investigated in another complaint caused the reported communication error. The monitoring pcb and control cable returned in this complaint were functioning without issue during the investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a communication and expiratory channel failure errors. There was no patient harm. Manufacturer ref.#: (B)(4).